Event description:
It was reported that the user experienced a leak at the infusion set connector during fill tubing while using a steel infusion set and prefilled cartridges, and was guided through replacing the connector and cartridge followed by a full supply change with insulin delivery resumed. Symptoms included no change in blood glucose. Outcomes included successful troubleshooting and education with continued therapy. Investigation included customer care review and guided troubleshooting. Investigation of this case revealed a leaking infusion set connector consistent with a connector/seal issue at the infusion set component, which resolved after connector replacement and system reset with a full supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface with a leaking connector addressed through component replacement and proper setup.